Manufacturer narrative:
Additional data: h.3., h.6. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold crease, wear abrasion, partial delamination of diapherm flange disk, a curved cracked opening in valve. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve; delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.